Manufacturer narrative:
The devices are not expected to be returned as they remain implanted in the patient; therefore a technical product analysis cannot be carried out. As there is no current allegation against the device itself, and the event was assessed as not device or procedure related, no further investigative action will be completed.

Event description:
A report was received that the patient experienced an increase in back pain. The patient was hospitalized and underwent a trial procedure to add leads. The event has resolved and was assessed to be related to the device and not to the procedure

Manufacturer narrative:
Date of event: 2016.

Event description:
A report was received that the patient experienced an increase in back pain. The patient was hospitalized and underwent a trial procedure to add leads. The event has resolved and was assessed to be related to the device and not to the procedure.